Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the malfunction. The cse replaced the breath delivery unit (bdu) printed circuit board (pcb) as a precaution. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. Covidien ref: (B)(4).

Event description:
It was reported by a customer in the USA that an 840 ventilator was inoperable. There was no patient involvement.